Event description:
It was reported that prior to use foreign matter was discovered with a bd blunt fill needle. The following information was provided by the initial reporter: a nurse was preparing to cannulate a patient and upon opening the device packaging, debris was seen in the neck of the blunt fill needle.

Manufacturer narrative:
Investigation: bd has been provided with a photo for catalog 303129 lot 190615 to investigate for this record. Visual examination of the photo shows a green particle in the needle hub which looks to be powder off the rack from the assembling process. As a result, bd was able to verify the reported issue. In order to move the pieces through the assembling process, the needles are located on green plastic racks. Due to friction between racks and machine's rails, little plastic powder could be produced. The accumulation of rack powder could remain on the needle surface due to static electricity. DHR was performed. All the production and inspection records established that all production and quality processes were carried out normally. No qn's or ncmr's were found.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd blunt fill needle. The following information was provided by the initial reporter: a nurse was preparing to cannulate a patient and upon opening the device packaging, debris was seen in the neck of the blunt fill needle.